Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a second patient that had a motor stall. [Going forward, one patient with one motor stall will be captured in this manufacturer's report. The second patient with a motor stall will be reported under manufacturer's report # 3007566237-2015-00406 ].

Event description:
The manufacturer representative had seen 2 motor stalls in his career. The details of the event including the patient and drug information, causality, intervention and final outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).